Manufacturer narrative:
Device analysis findings: the device is not expected to be returned for analysis as it was disposed of at the healthcare facility (hcf). Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established. Based on the available information, a clear conclusion for the reported material rupture cannot be established. The device was not returned to the cis for analysis; the allegation cannot be confirmed. No images or media from the procedure was received. The cnf provided stated that the patient lesion details were asked but not available as per account. E1-initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured around the middle in a vertical form during first inflation. The device was removed from the patient body without any problem using the normal method and the procedure was completed with a different device. There were no patient complications, and the patient was in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured around the middle in a vertical form during first inflation. The device was removed from the patient body without any problem using the normal method and the procedure was completed with a different device. There were no patient complications, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1-initial reporter city: (B)(6).